Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer disconnected from the pump and was using another pump to manage diabetes. The customer indicated that the tandem pump would be reconnected later in the day.